Event description:
A surgeon reported one day following a glaucoma filtration device implantation, the shunt touched the iris. A decrease in the intraocular pressure (iop) had also occurred. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the mfrs release criteria. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).